Event description:
Covidien ligasure impact was closed and activated with the device sealing and cutting without issue, however, the device jaws would not open following firing. FDA safety report ID# (B)(4).